Manufacturer narrative:
(B)(4). Upon follow up it was reported that treatment with antibiotic therapy was completed. On an unreported date the patient was recovered from the event of peritonitis, was doing well and fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection of vancomycin (2 gram, frequency, route of administration and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.